Event description:
During a sphincterotomy, the physician used a cook d.a.s.h. Pre-loaded with acrobat 2 wire guide. It was initially reported that the tip of the papilotome has shifted upwards. The wire cannot be moved forwards or backwards [interpreted as cutting wire securing component (anchor) separates from catheter (w/o detachment) resulting in tip will not bow]. There was no reportable information at that time. The device was received on 04dec2025 and per evaluation, "the distal end at the cutting wire is severely bent and the tip is also damaged." [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a tray lid stock from the lot number provided. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The provided wire guide was also returned. A visual inspection of the catheter was performed, the distal catheter and cutting wire was noted to be bent/ deformed. The deformation prevents appropriate bowing. However, the distal end of the catheter will slightly respond to handle manipulation, indicating the cutting wire remains intact. The distal tip of the device appears to be distorted/damaged with half of the tip split and bent to the side. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appeared to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all d.a.s.h. Pre-loaded with acrobat 2 wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.